Event description:
(B)(4). Heavy bleeding, extreme cramping, back pain and excessive clotting during irregular menstrual period. Became pregnant less than 2 years after the device was inserted. No birth defects discovered at this point, he will be (B)(6). Mood swings, emotional distress, depression, unexplained body acne, weight gain, tooth decay, joint pain, pain during sexual intercourse. This device was provided by my insurer.